Event description:
The hospital maintenance person reported that the head section ran up unintentionally on this bed. After troubleshooting with a hill-rom service technician, it was determined that there was a stuck button in the right hand siderail. He replaced the right side patient control assembly to resolve the issue. He stated that there were no adverse events associated with this product malfunction.